Event description:
A report was received that the patient had a rash at the ipg site. The patient was prescribed antibiotics which were believed to be working well for the patient. It appeared the infection was going away.

Event description:
A report was received that the patient had a rash at the ipg site. The patient was prescribed antibiotics which were believed to be working well for the patient. It appeared the infection was going away.

Manufacturer narrative:
Additional information was received that the physician believed that the infection was not device related. It was suspected that the infection might had been procedure related. Another blood test was taken and the results revealed that the infection has returned. The patient will undergo an explant procedure. Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model#: sc-4316, lot #: 17222140, description: next generation anchor kit-sterile, the explanted devices were not returned to bsn as they were discarded by the medical facility.